Event description:
A power source alert 01 was reported. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s health. The customer was instructed to plug the wall adapter into a known working outlet for at least 30 minutes to see if the pump would start charging, and a follow-up was scheduled by technical support. Multiple attempts were made by support to resolve the case, but the customer did not respond.